Manufacturer narrative:
Additional manufacturing narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. The initial reporter contact # was not available so the contact # field was updated to "ni" for MDR format submission.

Event description:
The customer reported the readings were inaccurate. No consequences or impact to patient were reported.